Manufacturer narrative:
The specific results for the additional 2 patient samples run on (B)(6) 2023 were provided: patient 3 initial result was 116 mg/dl. The repeat result was 37.9 mg/dl. Patient 4 initial result was 144 mg/dl. The repeat result was 65.6 mg/dl.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for hdlc4 on a cobas c 303 analytical unit. Patient 1 initial result was 137 mg/dl. The repeat result was 49.1 mg/dl. Patient 2 initial result was 128 mg/dl. The repeat result was 46.4 mg/dl. After the initial point of contact, the customer complained of questionable results for 2 additional patient samples run on (B)(6) 2023. The customer alleged the results showed the "same big differences." The specific results for these additional patient samples were requested but were not provided.

Manufacturer narrative:
The hdlc4 reagent lot number was 72375801 with an expiration date of 28-feb-2025. Calibration was acceptable. Qc results on (B)(6) 2023 were acceptable. "Sample clot detection" and "abnormal aspiration" alarms were observed on the alarm trace data on (B)(6) 2023. The results from a precision check suggested issues with reagent pipetting. The sample probe was replaced on (B)(6) 2023. The field service engineer (fse) decontaminated the system and replaced the reagent probe. The service actions resolved the issue.